Manufacturer narrative:
Based on the investigation performed the root cause of the reported failure (drill broken) is attributed to too high drilling speed and insufficient cooling during insertion into bone. Indications for material or manufacturing related problems were not found in the investigation. Based on statistical evaluation, there is no indication for any device related issue.

Event description:
During the hand surgery, the tip of twist drill broke while drilling into the metacarpal bone of patient. The surgeon could not remove the tip of it.